Event description:
It was reported that at the one month follow-up, the pt experienced visual disturbances, headaches, and short-term memory loss. This condition resolved in 2006. No action or treatment was taken.